Event description:
It was reported that a remote alert was received from this system regarding high, out of range pacing (>3000 ohms) and shock impedance (>200 ohms). It was alleged the right ventricular (rv) lead conductor had fractured, resulting in the high impedance measurements. The physician elected to implant a new rv lead to resolve the event. Additional information is being requested from the field regarding whether this rv lead was explanted or if it remains implanted, but capped and out of service. No additional adverse patient consequences were reported.

Manufacturer narrative:
This report is being filed to correct information in b5.

Event description:
It was reported that a remote alert was received from this system regarding high, out of range pacing (>3000 ohms) and shock impedance (>200 ohms). It was alleged the right ventricular (rv) lead conductor had fractured, resulting in the high impedance measurements. The physician elected to implant a new rv lead to resolve the event. This rv lead was surgically capped and abandoned. No additional adverse patient effects were reported.